Event description:
A potential product issue has been identified with our primview 3i record and verify system. In the abundance of caution this issue is being reported. Physicist noticed that the software reticle position is shifted from the actual isocenter by approximately 6mm. There has been no mistreatment or injury reported and further investigation is required for probability analysis, cause determination and final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 (critical). There has been no mistreatment or injury reported. The complaint behavior may potentially result in a serious mistreatment if the image shift is not detected and an incorrect shift is applied for several fractions. Probability: preliminary. Probability has not been determined. No other products are affected.